Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis(ipp) pump due to scrotal erosion. The space was washed with an antibiotic wash to ensure the site was clean before closing. A new pump will be reimplanted in six weeks. A patient outcome of expected to fully recover was reported.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) pump due to scrotal erosion. The space was washed with an antibiotic wash to ensure the site was clean before closing. A new pump will be reimplanted in six weeks. A patient outcome of expected to fully recover was reported.